Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn. A brief description from the surgery center indicated the corneal burn occurred on the first case of the day. The surgery center elected not to use the phacoemulsification unit for the remaining cases of the days, therefore, used a backup unit to complete the remaining cases. The corneal burn required sutures to close the wound. The patient outcome is expected well but slow recovery within 2 months.